Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. A DHR review could not be performed as the lot number is unknown. A product investigation was conducted. Service evaluation: the customer reported the handle was split and cracked. The repair technician reported the handle was cracked and the etch was unreadable. Etch unreadable is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Based on visual inspection during investigation the lot number of the returned device cannot be definitively determined; however, the first character of the lot number can be identified as the letter "a", and the last two characters can be identified as "39". Investigation flow: broken: visual inspection: examination of the handle found that the handle had broken into 2 pieces. This agrees with the complaint condition as the device has cracked to the point of breakage. The complaint is confirmed. Drawing/specification review: the relevant drawings were reviewed during investigation. The returned device is not etched with the UDI or country of origin; therefore, it was determined to be manufactured prior to revision u of (B)(4). Revision u includes a requirement for a country of origin etch. Based on this the device was manufactured prior to december 2014. Dimensional inspection: the outer diameter of the handle was measured at the area of the breakage. The diameter was measured and is within the specification per relevant drawings material/hardness review: material/hardness review was unable to be conducted as the lot number of the device is unknown, therefore a DHR review could not be conducted. No definitive root cause was able to be determined, however the breakage may be a result of forces such as dropping the device or continued stress from multiple use/sterilization cycles. There is no indication that a manufacturing issue contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, after the cleaning process, the handle with mini quick coupling was found split/cracked. It is unknown when the device malfunction occurred but it was confirmed that there was no patient involvement. This is report 1 of 1 for complaint (B)(4).